Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device would not pass testing. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the external paddles. The external paddles were replaced to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.